Manufacturer narrative:
The unexpected device reset, premature battery depletion, and communication failure were confirmed by analysis. The loss of communication and device reset were due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: previously reported d6b should have been (B)(6) 2021.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the implantable cardioverter defibrillator was found to be in back-up mode. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.